Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the submitted log file; however, the reported event of a damaged bend relief was not confirmed. A review of the submitted log file contained data spanning approximately 2 days (B)(6) 2022 imestamp). The pump was able to maintain speeds above the low speed limit without issue while the driveline was connected. From (B)(6) 2022 5:02 to (B)(6) 2022 at 05:06 while connected to batteries, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and resolved shortly after each time. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The heartmate 3 system controllerd (B)(4) was not returned for analysis and remains in use. The extent of the damage is unknown. There were no pictures or additional documents provided. A root cause of the reported events were unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: hsc-087038) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing inappropriate power cable disconnect alarms. The patient's batteries and clips were cleaned and the system controller was exchanged. The alarms resolved. The system controller was noted to have damage to the bend relief on the power cable.

Manufacturer narrative:
The heartmate 3 system controller (s/n: (B)(4)) was not returned for analysis and was exchanged.